Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. Station auxiliary drawer 5 failed to operate and required maintenance the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was failed. A field service engineer (fse) verified the customer-reported issue and identified that the auxiliary full height enhanced drawer five was not opening. The fse found that the magnet was missing from the inseparable, replaced the magnet, and also addressed improper drawer release by replacing two slide bumpers on the auxiliary full height drawer five to restore normal operation. The system functioned as intended after the field service engineer repaired the device.